Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. Customer stated that they did a set change and the new set would not fill. Customer had tried to do a complete change to a new reservoir and set three times in the past. Customer's blood glucose was 161 mg/dl. Customer reported that the alarm was resolved by a complete set change. Troubleshooting was not performed because the customer had already done the full set change. Customer stated that they would like to return the set and reservoir for analysis. Customer reported that the alarm occurred during manual prime. Customer stated that they had thrown the set away, but they were able to retrieve it and save it. Customer was advised that the materials will be replaced and returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
One opened/used reservoir was evaluated and inspected for anomalies and none were found. Occlusion test was performed and it was concluded the reservoir was not occluded.